Event description:
It was reported that a malfunction alarm occurred. The customer will revert to an alternate pump or alternate method of insulin therapy if needed. There was no adverse impact to the customer's blood glucose level.